Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t4-s2. It was found that the set screws popped out after the patient fell several times. The patient underwent a revision surgery to replace the setscrews.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.